Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported cracking and/or leaking at the bifuse female connection site which occurs only when connected to microbore tubing. There are no further details of this event, and no patient harm was reported.